Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The treatment appears to be related to the operational context of the procedure as a 3.5x33mm xience xpedition des was then deployed to cover the fractured stent and successfully complete the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 95% stenosed, de novo lesion in the left anterior descending (lad) artery. The 3.5x38mm xience xpedition drug eluting stent (des) was advanced to the lesion and implanted; however, it was noted that a strut was fractured. A 3.5x33mm xience xpedition des was then implanted to cover the fractured stent and successfully complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.